Manufacturer narrative:
The product was returned. The interrogation results were normal, and the visual screen was acceptable.

Event description:
It was reported that the patient presented to the hospital to have the insertable cardiac monitor (icm) explanted due to skin discomfort. The icm was successfully explanted. The patient tolerated the procedure well with no complications.